Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. They had the alarm during previous night's therapy, the care giver (cg) called in the morning after disconnecting the setup. The technical service representative (tsr) informed the care giver (cg) of the alarms meaning. The home patient (hp) had disconnected and discarded the setup before calling. The hp would contact their nurse for further instructions. This writer contacted the peritoneal dialysis registered nurse (pd rn) for a follow up regarding reported problem. The pd rn stated that everything is fine, patient is continuing with therapy fine. No other information was obtained from the pd rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.